Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a heart attack coincident with peritoneal dialysis (pd) therapy. The cause of the heart attack was unknown. The patient was hospitalized one day after the onset of the heart attack. The heart attack was manifested by patient feeling sick to their stomach and vomiting. Treatment for the event was not reported. It was unknown if the patient was on a homechoice device performing pd therapy at the time of the heart attack. The patient was discharged from the hospital five days after hospitalization and was recovering. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.